Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6), product type accessory product ID a820, product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, information was received from a patient receiving an unknown drug via an implantable pump for non-malignant pain. The patient reported that since implant of their current pump, they have been seeing error code 156 on their handset. The patient stated it was taking a long time to connect to the pump to bolus. The agent reviewed the service code. The agent reviewed how to clear data from the app. The patient was able to connect to the pump with no lag. The patient would call back if they needed further assistance.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID a820 product type software section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.